Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 71 mg/dl at the time of the incident. The customer¿s mother reported calling back after the ten minute reset and reoccurring alarm. The customer did troubleshoot the issue previously. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.